Event description:
It was reported that a patient presented with back-up vvi mode noted on the implantable cardioverter defibrillator. The device was restored, but went back into reset after the programming changes. No adverse patient consequences were noted

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with back-up vvi mode noted on the implantable cardioverter defibrillator. The device was restored. No adverse patient consequences were noted